Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1076 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the midline introducer sheaths was hard to peel away, and broke off but not completely freeing catheter.